Manufacturer narrative:
The manufacturers performed a thorough review of the reported mfg lot #2600778 production and inspection build records. MFR investigation: a review of the mfg lot database for the reported lot #2600778 (mfg date 11/2012) shows (B)(4) units were manufactured, tested, inspected and released. The lot review showed visual, dimensional, and functional qc lot testing met all specifications. There were no exception documents generated during the build. Conclusion: the involved bb33038 device was not returned for analysis and confirmation. The exact cause(s) of the event are unk. This report and associated info have been entered in the manufacturer's complaint database for monitoring and trending.

Event description:
(B)(4) report received concerning component breakages with use of one b33038 7" smallbore infusion ext set. It was reported that "...before sedation began, doctor slid the clasp to open it. It broke off at the connection of the tubing ...unable to use IV; had to replace the extension tubing at the hub of the catheter. No injury to the pt." Additional usage info requested but not received. The b33038 device set was discarded/not returned to the manufacturer for analysis and confirmation.